Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided once available.

Event description:
The customer returned the gastrovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated they found missing adhesive at the objective lens and missing and damaged sealant at the probe transducer. There was no patient involvement.